Manufacturer narrative:
(B)(4). Device evaluated by MFR: visual examination of the returned device revealed that the crimped stent had moved proximally over the balloon and on to the outer. Stent slightly expanded from its movement, except at the distal end. The damage may have occurred during attempts to cross a highly calcified lesion. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the exposed portion of the balloon wall indicating crimp contact between the coated stent and balloon. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinking on the hypotube shaft and the shaft itself was broken 380mm from the strain relief. The break may have occurred due to the application of excessive force which may have initially kinked the device and then resulted in the hypotube breaking. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed 12-may-2016. It was reported that failure to cross the lesion occurred. The long diffused target lesion was located in the highly calcified left main to left circumflex. After predilation, a 32 x 3.00mm taxus® liberté® drug eluting stent was advanced but unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable. Returned device analysis revealed a shaft break and the stent moved on the balloon.